Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) did not meet physician expectations with respect to longevity. The physician elected to explant the ICD.